Manufacturer narrative:
The reported event of premature battery depletion was confirmed by analysis. An evaluation of the device image was performed, and high current was noted, which resulted in premature battery depletion. The cause of the high current was not determined. High current was not observed during device bench testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine in-clinic follow up. Interrogation of the implantable cardioverter defibrillator revealed significant premature battery depletion. The device was explanted and replaced. The patient was in stable condition following the procedure.